Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, product type lead. Device code (B)(4) and patient code (B)(4) pertain to the lead.

Event description:
Information was received from a trial patient via a manufacturer representative (rep). It was reported that the patient was in the or for the permanent implant and upon opening the pocket site it was discovered that the patient had an infection, so the lead was removed. It was indicated that the healthcare professional (hcp) put the patient on antibiotics and would follow up with the patient. The patient was to wait the required time and then would have the full implant. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1ftr4, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Serial number obtained.